Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms occurring on the system controller was not confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis and no log files were submitted for review. Additional information provided on 11oct2021 stated that the reported alarms stopped after the system controller exchange, no log files were available for review, and that no product would be returned to abbott for evaluation. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿. Addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable was replaced in clinic on (B)(6) 2021. When the patient returned home the backup battery fault alarm initiated. Troubleshooting was done by replacing the backup battery but exchanging the system controller is what stopped the alarms.